Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis also indicated that the impedance trend of the right ventricular defibrillation coil was rising.

Event description:
It was reported the lead displayed an abnormal increase in the right ventricular (rv) and superior vena cava (svc) coils and the impedance was high. It was also reported the rv impedance remained higher than baseline until the time of interrogation, but the svc returned to baseline. Additionally, following a sharp rise in the rv impedance the value remained in place. It was determined the svc coil was previously "programmed off and calculation of the high voltage pathway is different." The lead remains in use and no patient complications have been reported as a result of this event.